Event description:
Additional information was received on 08apr2021 noting that the user facility discovered that improper handling of the scope during the culture process lead to the initial positive test results. A second test came back negative.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the result of the culture test by the user was positive but the result of the additional test was negative. Though a definitive conclusion could not be determined, investigation believes one of the two following causes lead to the reported event: the user did not properly follow the reprocessing steps as presented on the IFU. Contamination occurred during sampling for culture test. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. Olympus personnel made multiple attempts to contact the customer for additional information and product return status and no responses received. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, a positive culture test was noted on the evis exera ii duodenovideoscope. There was no patient harm or consequence reported as a result of this event.